Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer reported that the insulin pump had a crack going from the upper right hand corner of the led screen around the top of the insulin pump. The customer's blood glucose was unknown at the time of call. Troubleshooting was not performed at the time of call. Product is not expected to return.